Event description:
It was reported that a patient receiving v.a.c. Therapy for a stage iii pressure ulcer allegedly loss of a split thickness skin graft (stsg), which had been placed over the wound. According to a plastic surgery resident (md), the unit allegedly failed to alarm on two occasions for a leak and, as a result, the emd alleged that the patient loss the stsg. In 2009, the md reported that the patient has since been discharged home and the issue continues to resolve after removing the stsg and switching to a wet to dry dressing.

Manufacturer narrative:
According to a plastic surgery resident (md), pressure was set at -100 mmhg and the unit was holding suction in the operating room when it was initially placed in 2009. The md stated that the v.a.c. Dressing had leaked at one point during the night, but had stopped leaking after reinforcing it with an alternative dressing. While rounding on the morning of the next day, the md reported that the foam was not compressed even though the unit indicated that it was holding pressure at -100 mmhg. According to the md, this happened again on the morning of the following day. The md stated that the split thickness skin graft (stsg) allegedly fell off the wound when the v.a.c. Dressing was removed the next day. The unit was returned to kci quality engineering and a device evaluation was performed. A thorough internal and external visual inspection, testing, and evaluation of the device determined that the unit's operation was normal. No malfunctions or defects were noted. The therapy unit passed all areas of the quality engineering analysis. A review of the device history log indicates that the device experienced several leak alerts during the period for five days; three of which occurred on 02/06/09. The unit was placed at 5:56 pm on the first day and the first leak alert occurred the next day at 1:58 am. The second and third leak alerts occurred at 2:14 am and at 11:10 am.